Event description:
It was reported the patient could not feel stimulation. Impedance readings were over 4000 ohms. The lead was replaced due to breakage. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.